Event description:
Caller reported the aviva system gave a blood glucose result of 135 mg/dl at a time when the customer was symptomatic of hypoglycemia, did not treat. Customer lost consciousness 10 minutes later, paramedics were called. Paramedic#s meter result was 37 mg/dl 25 minutes following the original 135 mg/dl result, customer was treated with glucose IV. A request was made for the return of the system, replacement was sent.